Event description:
It was reported that the home choice (hc) was ¿broken, not communicated¿. It is unknown at which step of therapy the event occurred. Patient involvement is unknown; however, no patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of device history and service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If the sample is becomes available for evaluation or any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.